Manufacturer narrative:
Summary of evaluation: the devices can not be evaluated as they have not been returned to howmedica but rather have been retained by the patient.

Event description:
Revision surgery revealed polyurethane wear of the tibial insert and patella.